Event description:
As reported, during coronary intervention, predilatation was done to the de novo, distal right coronary artery with heavy tortuosity and concentric, heavy calcification with 99% stenosis. An unknown size, non-abbott stent was implanted. Post dilatation was performed with a 3 x 15 mm rx trek. The balloon ruptured during the first inflation at 8 atmospheres. The device was withdrawn and a second 3 x 15 mm nc trek was advanced but the balloon ruptured at 8 atmospheres on the first inflation. The non-abbott stent was post-dilated with a non-abbott balloon. A xience v stent was implanted to overlap the proximal end of the non-abbott stent (but the xience was not post-dilated) to cover the lesion to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc trek is being filed under a separate MFR number. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood and contrast visible in the inflation lumen, loosely folded balloon, and hub, consistent with preparation and a leak during use in the patient anatomy. There were multiple bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. An indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure (rbp) with no damage noted to the balloon. There was fluid leaking from a tear/hole in the outer member 7 mm proximal to the proximal seal. The tear had jagged edges. There were multiple scratch marks on the outer member around the tear. In this case, as there was no damage to the balloon, it is likely that the tear in the shaft is what was perceived by the account as the rupture. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the shaft was damaged (scratched) during interactions with the calcified lesion. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.